Event description:
It was reported that during a laparoscopic sigmoid colon procedure, when closing the device, the anvil popped off. The anvil was re-attached and when closing, the device was difficult to close. After the surgeon closed the device to the correct staple height, the device was fired. The cut and staple line, plus the staple formation was fine. The case was completed with no patient consequence.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis results found that the device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. The device closed without difficulties. The anvil was attached without any difficulties and did not detach during functional testing. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications; in addition, a sample of the batch is inspected at (B)(4) . A batch record review was performed and no anomalies were found during the manufacturing process.